Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the lower aligner doesn't cover my bottom front teeth. The free edge of the aligner cuts the inside of my lower lip. Recent dental work has caused two teeth[?]one upper and one lower[?]to no longer fit in the aligner, creating a weird and consistent discomfort. The clinician provided the patient with tips and tricks to alleviate the discomfort. The patient was also asked to provide additional information and a letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.